Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed two devices were returned together in a single bag without any original packaging. The anchors of both devices are still in the insertion tube. The sutures of both devices still run through the cannula to the cleat. Both the cleats are extended. The insertion tube of one device has been pushed into the nose of the handle. Bio debris is inside the tube and on both the anchors. A functional evaluation showed both the drivers can no longer be used to advance the anchor as the spool cleats are extended from the body of the handle and the ratchet is locked. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force or torsion during use, use of the needle as a lever, misplaced force on the device actuator). Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Event description:
It was reported that during a biceps tenodesis procedure, two (2) q-fix all suture balls could not be deployed out of the end of the anchors. The depth prepared was plenty and the guide was attached to the anchor shaft. The procedure was completed using a s+n back up device into an additional bone hole. There was a surgical delay of less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).